Manufacturer narrative:
Device evaluated by manufacturer: the device was received for analysis. Visual examination of the returned device identified outer lumen elongation/stretching at 59mm from the catheter tip for approximately 2mm. A 5mm length of the outer immediately proximal to the stretched section had stretched outwards to form a bubble-like feature. This feature was located 20mm proximal to the proximal balloon bond. This swelling exhibited twisting of the outer material also. The inner lumen was kinked and twisted at the same area of the bubble-like feature. Remnants of contrast media were present within the bubble-like feature. One of the blades with pad was detached from the balloon and not returned however a slight section of the proximal blade pad remained on the proximal section of balloon. A puncture mark was confirmed on the proximal section of the balloon body. The device was attached to an encore inflation unit and positive pressure was applied. The inflation liquid (water) passed through the bubble-like feature, which inflated a little, and the stretched section of the shaft into the balloon. Subsequent leakage from the balloon puncture was expected and confirmed. No further damage was noted to the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the lesion was located in a focal graft anastomosis with mild to moderate tortuousity and moderate calcification. A 7fr sheath was used. The contrast media ratio was 50%. There was no issue with inflation; the device was only inflated once. When deflation was attempted, the balloon did not deflate at all. Once removed from the patient, the shaft was noted to have a little damage.

Event description:
It was reported that balloon deflation difficulties occurred. The target lesion was located in a femoral-femoral bypass anastomosis. An 8.00mm/2.0cm/135cm peripheral cutting balloon otw was selected and advanced to treat the target lesion. The balloon was inflated to 6atms; however, the balloon would not deflate upon deflation attempt. Attempts to pull negative with the inflation unit, and 10 and 20cc syringes were made but was unsuccessful. An angio guided subcutaneous direct stick was performed to rupture the balloon so that it could be removed. The physician noted a good result and the procedure was concluded. There were no patient complications reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).